Event description:
A customer reported that the laser was firing but not applying treatment to the patient's eye. No harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on may 13, 2014. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The footswitch was installed into a calibrated system. The footswitch was recognized and no system messages were displayed. The footswitch was depressed several times to test the functionality with no issues found. The sample was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).